Event description:
I had gone to a dermatologist office on (B)(6) 2024 for a standard procedure called the cutera excel v laser therapy for rosacea. I was told there would be swelling, but I would not realize it would be too extreme nor did any online pictures show that this would be possible. Patients need to understand that this can happen, and they need to be very well prepared for this possibility as seen in pictures. My face swelled up to triple size and I cannot see.